Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. In the event a sample is returned for evaluation, the complaint file will be updated the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with registered nurse (rn) it was clarified that the blood leak occurred right at the start of the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually observed in the dialysate lines/hansens. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was < 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with registered nurse (rn) it was clarified that the blood leak occurred right at the start of the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually observed in the dialysate lines/hansens. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was < 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.